Event description:
It was reported that a 11 cm (4.5") appx 0.31 ml, smallbore bifuse ext set w/2 microclave¿, 2 clamps, rotating luer generated a ¿leakage¿ during an infusion. Two samples were returned. In both samples, one of the connectors shows a valve returning failure. Valve damage was observed in both samples. Connected a three-way cock at the ends to make occluded condition and a liquid flow check was performed on each connector using a syringe. As a result, leakage was observed at the top surface of connectors which had valve returning failure, in both samples. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical/surgical intervention required. The device(s) were changed out/replaced with no further problems encountered. There was patient involvement but no patient harm. This is one of two events.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
A couple of photos were shared by the customer, where computerized tomography (CT) scan images were shared about samples with stick-down conditions. Two (2) used samples list #ia-c3322 were returned for evaluation. As received both samples present a stick-down condition in 1 of the microclaves, and they were cut from the set and a remaining part of the tube was found inside each microclave. No mating devices were returned. The microclaves were dissembled and the one that presented a stick-down condition and a bent spike condition were confirmed and also the seals was torn. For the microclaves that didn¿t present stick-down conditions only slit propagations were observed. How, where, or when the microclaves were removed/cut is unknown. Complaints of leaks can be confirmed based on the photos and samples returned by the customer. The probable cause of the tubing break was typical of an unintentional pulling force during use. And probable cause of the stick-down condition and the damages observed on the seal is typically due to an incompatible mating device during use, directions for use (dfu) state: the clave connector is compatible with luers with an internal diameter (ID) between 1.55mm and 2.8mm. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 9/18/2023.